Event description:
It was reported that that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During procedure, the balloon was initially inflated up to 6 atmospheres. Upon second inflation the balloon at 14 atmosphere for 30seconds. The device was removed without any problems. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition after the procedure.